Manufacturer narrative:
The customer did not want to troubleshoot the issue with customer service. She was sent a replacement device that she was going work with her insurance company to return for a refund. In follow up with the customer via email, the customer indicated on 05/22/2017 that the pump had very aggressive suction and she was getting milk blisters and broken skin after use, which led to mastitis on (B)(6) 2017. The mastitis was diagnosed by her doctor and treated with antibiotics. She is currently symptom free. The device, along with the kit components, were returned and evaluated. The device met vacuum specifications; therefore, the customer's report of high suction could not be confirmed; however, the device was producing an unexpected noise during the evaluation. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that the suction on her pump in style breast pump was too strong. She tried different sized breast shields, but that did not resolve the issue. She has milk blisters and mastitis, and has been working with her doctor.